Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). Caller had notes from revision that occurred on (B)(6) 2024--this is not verbatim: "pain relief for lower back (pt has) done well. In last few months (note: this is a note from 2024) he started to notice a bump on his back where the electrodes and anchor are going to the spine. X rays were taken, leads are shown in same position as they had been. Pt continues to get good stim where he needs it and good relief. Frustrating for the pt is that this area at the anchor site feels like a hardened walnut pushing against the skin. Upon arriving at the anchor site it was encased in scar tissue. Very hard and thick. Causing pain and discomfort for the pt but also started to pull the anchor itself on both leads out towards the skin. Starting to protrude. This is obviously an unstable situation. " they dissected the scar tissue. Didn't change out anything.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2014; e brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2014, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient noted it was working fine now so far.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that there was no device concern or change in their therapy. The patient stated that they are having issues getting it to turn on and adjusting settings. The patient stated that the issue has not been resolved. They will be meeting with a manufacturer representative (rep) on 8/7/2025.